Manufacturer narrative:
The reagent lot number and expiration date were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable ca2 calcium gen.2 results for 3 patient samples on a cobas e 411 immunoassay analyzer. The doctor questioned the initial critical calcium results and the samples were repeated. On (B)(6) 2023, patient 1 had initial ca2 results of 1.60 mmol/l and 1.66 mmol/l. On (B)(6) 2023, the sample was repeated on another e411 analyzer and the result was 2.46 mmol/l. On (B)(6) 2023, the sample was repeated again on the other e411 analyzer and the results were 2.38 mmol/l and 2.39 mmol/l. An aliquot of the original sample was tested on the other analyzer and the result was 2.36 mmol/l. Another aliquot of the original sample was tested in a cup on the other analyzer and the result was 2.38 mmol/l. On (B)(6) 2023, patient 2 had initial ca2 results of 1.70 mmol/l and 1.64 mmol/l. On (B)(6) 2023, the sample was repeated on another e411 analyzer and the result was 2.44 mmol/l. On (B)(6) 2023, an aliquot of the original sample was tested on the other analyzer and the results were 2.37 mmol/l and 2.38 mmol/l. Another aliquot of the original sample was tested in a cup on the other analyzer and the result was 2.37 mmol/l. The original sample was repeated on the other analyzer again and the result was 2.35 mmol/l. On (B)(6) 2023, patient 3 had an initial ca2 result of 1.48 mmol/l. On (B)(6) 2023, the sample was repeated on another e411 analyzer and the result was 2.25 mmol/l. On (B)(6) 2023, an aliquot of the original sample was tested on the other analyzer and the result was 2.20 mmol/l. Another aliquot of the original sample was tested in a cup on the other analyzer and the result was 2.23 mmol/l. The original sample was repeated on the other analyzer again and the result was 2.25 mmol/l.

Manufacturer narrative:
The field service engineer (fse) performed a pipetting check successfully. The fse observed that the customer was using sample tubes that are not designed to be used on the analyzer or in the sample racks. No product problem was identified. The root cause of the event was found to be consistent with user error.